Event description:
It was reported that this right ventricular (rv) lead was fractured or damaged. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds and impedance issues. The lead was suspected to be fractured but it was not confirmed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6: evaluation conclusion codes. Correction to field b5: describe event or problem.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was fractured or damaged. This lead was explanted and replaced. No additional adverse patient effects were reported.